Event description:
Additional information received on 3-apr-2023: event date was updated from unknown to 15-feb-2023. No patient injury.

Manufacturer narrative:
B3: event date, b5 and h6 health effect and health impact updated. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation; investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer had a machine error and would not stop alarming. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for investigation in used conditions. Visual inspection showed a cracked return tube, pump bracket not screwed in and heater one was ripped. The device was filled with water and ran for an hour. The reported device issue was not replicated. The most probable cause is the cracked return tube leaking water on the printed circuit board. Preventative maintenance was done, the device passed all functionality tests after this. A manufacturing device history review was not done as the device is beyond a year from the manufacturing date. Service history review states the device had not been in for service previously.